Manufacturer narrative:
(B)(4). MFR was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that the transmitter unpaired itself. V. Confirmation of the complaint was undetermined via product. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).